Event description:
It was reported that the customer had a low threshold suspend alarm on her insulin pump. The customer's blood glucose level was 180 mg/dl. Customer stated that her pump was alerting when she was not low. Customer stated that there was a 100 percent difference. Customer confirmed current blood glucose level with a fingerstick. Customer was advised that she would need to select suspend or restart basal. Customer does not exhibit symptoms of low blood glucose levels. Customer's sensor glucose value was 87 mg/dl and suspend threshold limit was 80 mg/dl. Customer was asked to monitor and call back if the issue continues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).